Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >500 mg/dl with shortness of breath, dizziness and extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter the pump did not alarm for pump not primed, auto off and empty cartridge. The reporter stated the pump does sound for other alarms and features. Troubleshooting completed by animas customer support revealed alarms recorded that coincided with the loss of prime. The reporter then stated the patient did not hear an alarm for auto off and empty cartridge. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue; not responding to pump alarm(s).